Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion in the moderately tortuous, distal marginal coronary artery. The 2.75 x 20 mm nc trek balloon dilatation catheter (bdc) was prepped inside the patient's anatomy. The bdc was advanced to the lesion with no resistance felt. When the bdc was inflated to 14 atmospheres, the balloon ruptured. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The balloon rupture was not confirmed; however, a tear in the outer member was found and was likely perceived by the account as a balloon rupture. The investigation was unable to determine a conclusive cause for the reported balloon rupture. It should be noted coronary dilatation catheters , nc trek rx, instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.